Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/24/2019. The technician installed a gas delivery system assembly and the issue was resolved. The defective u1 on the air flow sensor pcba created the low leak-co2 rebreathing risk (e/c 1203).

Event description:
It was reported that the unit declared an error 1203 (low leak co2 rebreathing risk) during device analysis. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 07aug2019. Correction: event date for the failure reported (error 1203) is (B)(6) 2019, not (B)(6) 2019 as originally reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.